Manufacturer narrative:
This lead was not implanted because it would not stay in position during the implantation procedure. The analysis on this device is pending.

Event description:
The lead would not stay in position during the implantation procedure. Therefore, the lead was not implanted.